Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation. The stimulation occurred on the right side during atrial pacing only. A chest x-ray revealed that the tip of the atrial lead dislodged was pulled back to the superior vena cava. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.